Event description:
It was reported that the patient experienced thoracic pain at the paddle lead site since the initial implant procedure. The physician assessed that the pain may be due to the laminectomy performed to place the paddle lead. Additionally, the stimulation therapy initially worked well in the first five months, however, it has since decreased. Reprogramming was attempted however, the event persists, the patient underwent a thoracic radio frequency (rf) procedure and is content with the current situation.